Event description:
A surgeon reports having a patient that had an increase in astigmatism following intraocular lens (iol) implant surgery.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/19/2008 and 08/21/2008 by phone, fax and mail. A completed questionnaire was received on 08/25/2008.